Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Customer resumed insulin delivery successfully. Customer's blood glucose level was displayed as ¿high¿; however, a specific value was not provided. Bg level was addressed via correction bolus and correction injection via manual dose injection. It was also reported that the customer experienced a blood glucose level that was displayed as ¿low¿, although a specific value was not provided. Customer addressed their bg by consuming carbohydrates. The customer alleged the pump software did not accurately adjust the amount of insulin delivered. During troubleshooting with tandem technical support, the pump was functioning as intended.